Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer report number: 3006705815-2022-13910. It was reported that lead migration occurred after falling a hole in their yard. The issue was confirmed via x-ray. As a result, the patient underwent surgical intervention during which one lead was explanted and replaced. Effective therapy was established post-operatively. It is unknown which lead was explanted, so both are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.